Manufacturer narrative:
This follow-up report is being submitted to correct section d9 information provided in the initial MDR. The original report stated that the device was not returned for evaluation. However, it has since been confirmed that the device was, in fact, returned on september 18, 2025. At the time of the initial MDR submission, the device was undergoing internal processing and had not yet been logged into the investigation system, which led to the incorrect statement. The completed device analysis was made available for on october 3, 2025. This follow-up submission provides the investigation results and corrects the prior report to accurately reflect that the device was returned and evaluated. There is no confirmation for the return reason of burning smell. The unit do not start as compressor fails to start due to loose housing and worn seals. It's observed zeolite dust in the unit, which is possibly caused by the breakdown of the zeolite particles. This occurs when the zeolite rubs against one another. Over time this can lead to multiple errors. This dust is so fine it can escape the column frits and contaminate the feed waste, product manifold, and fill the muffler with zeolite dust. This dust can also get into the smoke detector and make the smoke detector think it is detecting smoke. Also, when exhausting through the muffler the dust appears to be smoke and may alarm some people, but there is no risk of fire. The unit will be scraped after the approval of this fir documentt as the unit has been more than five years since it's production.

Manufacturer narrative:
This follow-up report is submitted to correct the information previously provided in section g3 of follow-up report 1. The earlier report stated that the device was returned for evaluation on october 3, 2025. Upon review, it was confirmed that the completed device analysis was made available on october 2, 2025, not october 3, 2025 as originally reported.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025, the patient contacted inogen, to report that their unit gs, was showing fire hazard alarm. The patient did not provide specific details regarding the circumstances of the message, including when or how it occurred. Inogen, attempted to follow up with the patient on three separate occasions to gather more information, but the patient was unreachable. No injuries, fires, or property damage were reported. This complaint is being submitted due to the nature of the error message referencing the fire hazard alarm.